Event description:
Clinic notes, dated (B)(6) 2013, indicate the patient has a medical history significant for obstructive sleep apnea, which is currrently treated with bipap. A recent sleep study revealed no clinically significant sleep disorder breathing, no significant sleep movement disorder, reduced sleep latency, normal sleep architecture and sleep effciency. The sleep study results were reviewed with the patient's mother by the physician.

Event description:
The physician reported that the control apnea diagnosis occurred on (B)(6) 2011. There was no apparent relationship of the sleep apnea to vns. The sleep apnea did not occur with device stimulation and the patient did not have a medical history of sleep apnea prior to vns.